Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator was not working. A field service engineer (fse) identified that the upper door hinge and cable sleeve were slowly working their way out of the door, causing the door to fall off the hinge and drop, which prevented proper closing and securing. The open/close operation was pulling cables into the door, preventing the pin from rotating down correctly during closure. The fse secured the cables to prevent them from being pulled into the door, verified all bus and cable connections, and confirmed proper door and bin operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer unit was not functioning properly. The hinge wire at the top of the refrigerator kept shifting, causing the door to drop and preventing it from closing fully. The customer stated that they were unable to access the medication that needed to treat patients, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.